Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like foreign matter was discovered on the needle¿s surface of a bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 3/10cc syringe. Customer states that there is foreign matter on the surface of the needle and she experienced more pain and bruising. The attached photo was examined and exhibited some material on the surface of the cannula shaft. It is difficult to determine the identity of this material from the photo without the sample. This material could cause pain and bruising during an injection as this material may have caused an uneven cannula surface. A review of the device history record was completed for batch # (B)(4) all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: root cause cannot be determined at this time as the identity of the foreign material on the cannula cannot be determined from the attached photo.

Event description:
It was reported that glue-like foreign matter was discovered on the needle¿s surface of a bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that glue-like foreign matter was discovered on the needle¿s surface of a bd insulin syringe with the bd ultra-fine¿ needle. There was no report of exposure, injury, or medical intervention.